Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a valved function failure occurred when used one trocar cannula during a vitreoretinal eye surgery. It was noted that the basic salt solution leaked out from it. The valve was replaced and the procedure was completed without consequences to the patient. The product sample was discarded after the procedure. There is no additional information available for this event.

Manufacturer narrative:
One unused 23 gauge combined cassette with manifolds in an open tray were received for the report of leakage from a valved trocar cannula. There were no valved trocar cannulas returned with the cassette. The condition of the product could not be verified. For this report the final customer lot was identified and three trocar component lots were used to make up the final lot. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released based on the manufacturer's acceptance criteria. Because there was no sample returned the root cause for the defect experienced by the customer cannot be determined. An internal investigation has been opened to address reports of a similar nature. (B)(4).